Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the balloon detached from the catheter. During an ercp procedure in the common bile duct, the extractor balloon detached from the catheter when the catheter was removed from the pt. The balloon was left in the small bowel to pass on it's own. The procedure was completed with another extractor balloon. There were no pt complications and the pt was reported to be fine post procedure.